Manufacturer narrative:
The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a latitude red alert was received from this system due to a low shocking impedance measurement. The patient was brought into the clinic for testing and normal values were reported. It was noted that this patient had been around a lot of electromagnetic interference (emi). The physician has elected to continue to monitor this lead. No adverse patient effects were reported.